Event description:
On 11/3/98, seen in clinic for blood draw and received chemotherapy. Received saline and heparin flushes through a PICC line. On 11/3/98, admitted to hosp for sepsis. Cultures from 11/3/98 for enterobacter choacae positive. On 11/10/98, pt discharged from the hosp.